Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted from 30-40% to 5-10% overnight. There was no reported impact to the customer¿s blood glucose. The customer stated there may have been unacknowledged alerts during the time of the battery depletion, however, the customer declined to upload the pump data logs for review by tandem technical support. Reportedly the customer would continue to use the pump for insulin therapy.